Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. The distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated damage at implant. Concomitant products: d314drm, implantable cardioverter defibrillator, (B)(6) 2013; 457445, implantable pacing lead, (B)(6) 2006; 407452, implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold and intermittent capture and was scheduled for a lead revision procedure. During the revision procedure the physician noticed the rv lead was full of blood and that there were several insulation breaches. The physician also noticed a large blood clot in the header block of the device where the rv lead was attached. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.